Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, pulling the j702 connector from the dn pca board. The cause of the incoming test failure is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.